Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The air/water channel and auxiliary water channel were precleaned with neodisher multizym detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/area around the elevator were manually cleaned with vytil novaclean disposable cleaning brushes. The scope was not manually disinfected. The automatic endoscope reprocessor (aer) used was an olympus endothermo disinfector (etd). The customer stored the scope in a simple cabinet without drying functionality. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, after reprocessing, the colonovideoscope was still contaminated. On december 14, 2021, the scope tested positive for seven (7) colony forming units (cfus) of micrococcus luteus. The scope was placed back into use. It was unknown if the scope was used on a patient. On december 21, 2021, the scope was cultured again and tested positive for greater than two hundred (200) cfu¿s of coagulase-negative staphylococci. The scope was removed from use. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide and objective lens glue was deteriorated, the distal end cap cover was damaged, the inner braids of the bending tube were worn out and the insertion section was scratched deeply. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.